Event description:
It was reported that noise was observed on the right atrial and right ventricular channel. The physician alleged the event was due to the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation, including sensitivity analysis under most sensitive settings, revealed normal results. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported event. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.